Event description:
It was reported that air bubbles were observed within the cartridge. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.